Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the nurse was unable to assemble aiming arm prior to surgery for an unknown procedure. The aiming arm appeared to be bent, therefore another system was used. No adverse event to patient. There was a little delay in surgery but exact time delay is unknown. This is report 2 of 4 for (B)(4).